Manufacturer narrative:
Device evaluation summary: the reported issue that there was a backflow of blood due to the door issue was verified during service. The service technician noted that the valve door seemed loose while latched close, causing a poor seal over lines and valves. During high-level test, device failed the valve occlusion test. Bubbles were observed escaping lines that should be occluded. Additionally, the bolt cover needed replacement after removal due to loss of adhesion to the valve. The issue was resolved by replacing the valve block, IV pole cover o-ring, shoulder bolt cover, valve door latch, door latch screw, door latch washer, door and kit sensor springs (qty x2). Door is no longer loose and has a tight seal over the valves and lines. Preventive maintenance was performed per specifications. H.6: annex b, annex c and annex d codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of an autolog iq instrument, it was reported that there was a backflow of blood due to the door issue. The use of the instrument was discontinued. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.